Event description:
On 7/15/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 7/13/24. On 7/16/24 a beta bionics customer care agent followed up with the user about the event. The user reported that they experienced a severe hypoglycemic event after attempting to change their ilet supplies for the first time without proper guidance. The user forced the luer connector into the ilet without rewinding the pump, which caused a large amount of insulin to be dosed at one time. This resulted in a blood glucose level drop to 20 mg/dl approximately an hour later. The user's girlfriend called paramedics, and the user was admitted to the hospital on (B)(6) 2024 and released on (B)(6) 2024. The user lost consciousness during the event and is unsure of the exact treatment received in the hospital. After discharge, the user received additional training on the ilet system and has since resumed using the device.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms a period of hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by failure to follow the correct process for completing a cartridge change as outlined in the user guide, during device training and the ilet on-screen prompts. This resulted in unintentional insulin delivery into the body and subsequent hypoglycemia.